Manufacturer narrative:
The following damage was noted on the insulin pump: missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. The blood sugar was 184 mg/dl. It was reported a visible crack on the reservoir compartment and the retainer ring is broken. Advised the insulin pump will need to be replaced. The insulin pump was returned for analysis.